Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on two different meters within 2 minutes: 97 mg/dl (aviva nano system) and 334 mg/dl (aviva system). The same strip lot was used on both systems. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.